Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event.a follow-up MDR will be submitted if additional information is received. Although the operative report indicates that the surgeon took care to watch for the ureter, the timing of the injury coinsides with cautery or thermal damage. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.

Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a davinci robotic bilateral salpingo-oophorectomy for bilateral dermoid tumors on (B)(6) 2012. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. The patient had previously undergone robotic hysterectomy 13 months prior and now pelvic pain persists. On (B)(6) 2012 the patient underwent bilateral salpingo-oophorectomy. Per operative report, pk dissecting forceps and monopolar scissors were used. The patient was discharged home next day in stable condition. On (B)(6) 2012, the patient was readmitted for abrupt fever and chills. Sonogram noted small amount fluid in pelvis. Patient underwent cystoscopy with attempted right ureteral stent placement. Urinoma was discovered. The procedure was aborted since surgeon was unable to place stent. Nephrostomy tube was placed. On (B)(6) 2013, the patient subsequently underwent right ureteral re-implant with psoas hitch procedure through an open laparotomy approach. The patient was discharged home on (B)(6) 2013. No further clinical information was provided.